Event description:
Per the article received from poland "large field-of-view intravascular ultrasound for mitral and tricuspid valve-in-valve guidance: a pilot study" the following event was identified as pertaining to an edwards devices: two patients with a standard 3rd generation carpentier edwards valve implanted in mitral or tricuspid position underwent a valve-in-valve (viv) procedure due to symptomatic degeneration leading to stenosis and/or regurgitation after an unknown implant duration. Transcatheter valves were successfully implanted within the edwards surgical devices.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of three manufacturer reports being submitted to this article. The date of the event is unknown; however, according to the article, the patients underwent viv from (B)(6) 2015 to (B)(6) 2022. Thus, the first day of the reported period ((B)(6)2015) was used as the occurrence date. The subject devices were not available for evaluation as they remained implanted. Attempts have been made to obtain additional information. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Article citation: large field-of-view intravascular ultrasound for mitral and tricuspid valve-in-valve guidance: a pilot study. Lukasz kalinczuk md, gary s. Mintz md, wiktor skotarczak ms, karol a. Sadowski ms, patrycjusz stokolosa md, sara kochanska md, zofia dzielinska md, olgierd wozniak md, agata kubik msc, ilona kowalik phd, lars sondergaard md, adam witkowski md, ilona michalowska md, marcin demkow md. Doi: 10.21203/rs.3.rs-3873842/v1. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. IFU review unable to be performed as the model is unknown. A DHR review is unable to be performed because no lot/serial number was provided. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including the possible off-label implant position (not confirmed).